Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod¿s pink slide did not move forward when attempting to connect the pod to the sensor. The patient also stated that no red light was visible in the pink slide status area. These observations indicate a needle mechanism failure. The pod had been worn for less than one hour at the time of the issue. The patient reported no impact to their blood glucose level. As treatment, the patient applied a new pod, which was successfully activated. The patient is unable to return the affected pod.